Event description:
It was reported that the patient had a return of symptoms. The patient stated that their device was malfunctioning, but then the patient clarified that they meant the device was not controlling their symptoms. The patient noticed the week prior to report that they were leaking again. The patient contacted their doctor and they told the patient it may be the implantable neurostimulator (ins) and they may need to have it replaced. The patient noted that they had never changed programs. The patient stated they had just charged the implantable neurostimulator (ins) and increased their stimulation the week prior to report, so they would not be able to increase the stimulation yet. The week prior to report they increased the stimulation to 2.3 volts. The patient used their programmer and verified that the stimulation was on and they could feel stimulation. The patient¿s device was set on program 2 at 2.3 volts. The patient was able to increase to 2.4 volts but they stated it was too uncomfortable and strong. The patient decreased to 2.3 volts and stated it felt better but at that number they were still leaking. Additional information received reports the patient do not have concerns with their device or therapy. The patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for 4/22/15. The patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2015. It was also reported that the patient was still having concerns with their device or therapy but have not sought further help. It was further reported that the patient had a loss of therapeutic effect. The patient did feel stimulation at the time of this report. The patient was on program four but was leaking like prior to implant. The symptom return occurred the friday prior to report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0p9lw, implanted:(B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported that the patient experienced a loss or change of therapy on (B)(6) 2016. The patient had their device reprogrammed, but they were still leaking. The patient was going to be getting botox for their bladder from their managing health care provider (hcp). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received reports there was a fifty percent or greater symptom reduction. The patient reports an increase in incontinence to the point she needs multiple pads per day. The urine culture was negative and the CT was negative. The event cause was not determined and unknown if device related. Patient not recovered and the symptoms/issue was ongoing. The patient has had past episodes of similar symptoms with spontaneous resolution.